Manufacturer narrative:
The tech found a broken left side rail end tube causing the issue. The tech replaced the side rail tube and ratchet rivets to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the side rail is not latching. The stretcher was located in the basement at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).